Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient needed a system controller change. The patient needed the low flow threshold adjustment to new backup controller. The backup controller was adjusted to 2.0 liters per minute (lpm) as per protocol.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having dim pump running leds was not able to be confirmed. The controller was not returned for analysis, and no log files or other documentation were submitted for review. The root cause of the reported event was unable to be determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the controller was exchanged due to the pump indicator (green light) being completely dimmed after 7 years.